Manufacturer narrative:
The device was returned for analysis. The reported thumbwheel jam and stent activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported dislodgement was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted device damages (kinked outer member/inner member/stabilizer, bent I-beam) preventing movement of the shaft lumens; thus resulting in the reported deployment failure and the reported mechanical jam. During removal, further interaction with the anatomy and/or other devices/manipulation of the device during removal resulted in the noted device damages (separated/torn inner member, torn outer member, separated stent sheath, stretched/flared stabilizer) and ultimately resulted in the reported stent dislodgement. The reported difficulties possibly contributed to the reported patient effects; however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure as reportedly the patient was sent to another hospital for surgery to remove the embolized stent. However, the stent was not able to be retrieved and it was decided to smash the stent against the artery wall with another stent. The reported patient effect of embolization is listed in the absolute pro vascular self-expanding stent system instructions for use (IFU) as a potential adverse effect that may be associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch formna.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). The 6.0 x 100 mm absolute pro self-expanding stent system (sess) was advanced successfully to the target lesion; however, during an attempt to deploy the stent, the thumbwheel stopped turning and became stuck. The stent had partially deployed and when the sess was being removed, the stent dislodged and embolized in the right common iliac artery. The patient was then sent to another hospital for surgery to remove the embolized stent. However, the stent was not able to retrieved during surgery and it was decided to smash the stent against the artery wall with another stent. User facility medwatch report received states, "during peripheral vascular procedure, device became stuck in the right common iliac artery and device broke in stent. Procedure was terminated & surgical consultation obtained. Pt was life flegated to a facility with vascular surgery services & device was surgically removed from patient." No additional information was provided.